Manufacturer narrative:
Micra d4:mc1vr01-delsys/ expiration date: 28-mar-2022/ serial#: (B)(4), UDI #:(B)(4), no h4: mfg date: 14-oct-2020 h5: yes, patient code(s): e2403, device code(s): a23, FDA method code(s): b20 FDA results code(s): c20, FDA conclusion code(s): d15. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the delivery catheter exhibited difficulty in facing the septum (placement difficulty). The delivery catheter was bent and it became difficult to operate the catheter. The leadless implantable pulse generator (ipg) also exhibited placement difficulty. The delivery catheter and ipg were attempted not used and replaced. No patient complications have been